Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen in the clinic and tentatively scheduled for right atrial (ra) lead revision during the device changeout procedure or sooner if the patient becomes symptomatic. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a unipolar and a bipolar lead impedance warning. It was also reported that over-sensing noise was observed on the lead on stored episodes and suspect loss of capture. The ra lead remains in use. No patient complications have been reported as a result of this event.